Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the basic occlusion test, and the device was unable to prime during rewind as a result of a loose drive support disk.

Event description:
The customer reported that the insulin pump was stuck in the rewind/prime loop. The caller stated that the device continued priming, and insulin squirted out while numbers were showing on the screen. Advised that the insulin pump would be replaced. The customer's blood glucose reading was 130mg/dl. No further information was provided.